Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review could not be performed. The device was returned for evaluation and the investigation confirmed for a dislodged device. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown port allegedly experienced dislodgement. This information was received from one source. One patient was involved and there was no reported patient injury. The female patient is (B)(6) years old; weight was not provided.